Event description:
Patient called in to report that the adhesive pad did not stay attached to the body. The patient mentioned that he sweats a lot also. No further information was provided by the patient in regards to this issue.